Event description:
It was reported that a high, out of range pacing lead impedance was observed when a patient presented in-clinic. Review of session record suggests a measured data anomaly. Physician elected to monitor the patient closely via remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.